Manufacturer narrative:
Correction: h.6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown stage of treatment. There was fluid in the pump module area and on the external cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to let the cycler air dry and try it the following day. The cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler will not be returned for investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown stage of treatment. There was fluid in the pump module area and on the external cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to let the cycler air dry and try it the following day. The cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler will not be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.